Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number does not match the item in olympus surgical technologies europe system. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the malfunction occurred due to the following: the direction pin is broken because corrosion has developed on the main body. This condition is due to inadequate and incorrect reprocessing. The corrosion has weakened the material of the direction pin causing it to break. The objective lens is displaced because the telescope was probably exposed to a shock or a fall. The outer tube has a dent due to an impact or a fall of the telescope. The foreign bodies under the eyepiece window were possibly caused by the scope being dropped, mechanical impact. However, it is not possible to determine exactly where the foreign bodies originated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the rigid endoscope telescope's light guide connector pin was detached. There were no reports of patient involvement.